Event description:
It was reported that multiple episodes of non-sustained rv oversensing were observed due to noise. Fluoroscopy revealed what appeared to be externalized conductors. The lead was capped and replaced. The patient was doing well after the event.